Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,g7,h2,h4,h6(type of investigation, investigation findings, investigation conclusions),h10,h11. Corrected fields:d5.

Event description:
N/a.

Manufacturer narrative:
(B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse cycled battery power from side to side 20x times without any failures while in rescue mode and again while in auto mode with balloon catheter and simulator. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) shut down while on battery power. There was no patient involvement, and no adverse event reported.